Event description:
Customer reported receiving excessive no delivery alarms on the insulin pump during bolus and after set change. Customer was not receiving the alarm at the time of the call and troubleshooting was not performed. Customer's blood glucose reading at the time of the call was 180 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.